Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had been using the soft-picks for several years. For the past several months after using a pick for a few minutes, they noticed what seems like small pieces of the pick material broken off in their mouth.